Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vtirectomy procedure, upon laser application, the laser went into standby mode on its own. The system was switched out, however, the second system also went into standby laser mode on its own. The laser was switched to ready mode each time to complete the case. The customer also reported an issue with the laser footswitch for both units. There was no patient harm. This report is for the first system.